Event description:
A malfunction was reported, displaying a malfunction code malf 12, but there were no notable events prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was able to continue using the pump and was advised to contact support if the issue reappeared.